Event description:
It was initially reported to philips healthcare that heartstart mrx had a display issue with no pt involvement. It was later clarified by the philips field service engineer display was missing a soft key.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.